Manufacturer narrative:
The customer¿s report of a free-flow event, prior to programming was not confirmed. Functional testing verified proper functionality of the safety clamp and door sensors, platen, and the sear. In addition, no physical anomalies were discovered during external or internal inspection of the source device. Review of the device logs confirmed the customer¿s report that no programming had taken place. The pcu event log did, however, reveal that a series of flow-stop open alarms occurred on the source device. The series of flow-stop open alarms occurred over the course of 45 minutes and most likely indicates some activity with the administration set (such as being removed, being loaded with the safety clamp in the open position, etc). It cannot be determined whether the set was installed or removed when each flow-stop open alarm ceased; furthermore, it cannot be determined what activity occurred with the set while/if it was removed from the device. The administration set was not received for analysis. The root cause of the medication container being empty prior to infusion programming was not determined.

Event description:
The customer reported that a nurse set up a heparin infusion without programming the rate and closed the door to the device. Later, she looked at the bag and it was empty. No other event details were provided, and there was no report of harm to the patient.

Manufacturer narrative:
The customer¿s report of a free-flow event, prior to programming was not confirmed. Functional testing verified proper functionality of the safety clamp and door sensors, platen, and the sear. In addition, no physical anomalies were discovered during external or internal inspection of the source device. Review of the device logs confirmed the customer¿s report that no programming had taken place. The pcu event log did, however, reveal that a series of flow-stop open alarms occurred on the source device. The series of flow-stop open alarms occurred over the course of 45 minutes and most likely indicates some activity with the administration set (such as being removed, being loaded with the safety clamp in the open position, etc). It cannot be determined whether the set was installed or removed when each flow-stop open alarm ceased; furthermore, it cannot be determined what activity occurred with the set while/if it was removed from the device. The administration set was not received for analysis. The root cause of the medication container being empty prior to infusion programming was not determined.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse set up a heparin infusion without programming the rate and closed the door to the device. Later, she looked at the bag and it was empty. No other event details were provided, and there was no report of harm to the patient.